Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote merlin transmission revealed nonsustained right ventricular oversensing episodes as myopotential oversensing. No patient symptoms were detected. Noise was reproducible with isometric testing. A programming change was recommended. The patient will continue to be monitored. No further information is available.